Event description:
It was reported that during a lap cholecystectomy, the device tore away from the top ring at the end of the procedure.

Manufacturer narrative:
Date sent: 5/16/2008. Info anticipated, but unavailable at this time.